Manufacturer narrative:
A previous report indicated that the device evaluation would be included in a follow-up to this MDR. Only one of the two reported products was returned. That evaluation was instead included in the MDR for the second device (MDR 1226348-2018-10402). Please refer to that report for the device evaluation. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Two devices were reported in this event; however, it was communicated that only one of the devices would be returned for evaluation. This report represents the device that is being returned. Refer to MDR 1226348-2018-10402 for information regarding the second device reported in this event. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was leakage was noted during preparation before the surgery. The location of hole is unknown. The used generator¿s type is unknown. User training is not scheduled. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital.